Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they can feel the stimulation in their arms, they don't want that and it made their arms feel like their arms were going to fall off. Patient mentioned that they had to keep telling the representative that they didn't want the tingling in their arms. Patient said that the third rep, got the c group with a bunch of things, the d group, and the e group that made their arms feel like their arms were going to fall off. Patient noted that they kept turning down different groups but the representative didn't listen to them. Patient then said that now they had b group on silent and it was supposed to be in their neck but they couldn't get it through their neck for some reason in the middle of their back so the stimulation was going down their arms instead. Patient also mentioned that on b group they don't have any options to choose from other than up and down and before they told the representative not to touch that group. Patient mentioned the other 3 groups don't do much and still feels tingling in their arm. When asked for event date, patient mentioned that the issue started at the beginning after the implant was put in (B)(6). Agent reviewed role of rep. The patient was redirected to their healthcare provider to further address the issue. The rep reported they had no information on this event or issues, and they reached out to the doctor and they had no idea on this either, and no notes. The rep noted they saw the patient at their post op appointment and no issues, and the pt cancelled their next known appointment. Rep did not think other reps she works with could be aware, as the hcp would also have been made aware of this if the pt had met with a rep at their facility.